Manufacturer narrative:
(B)(4). Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, as reported, under sizing of the native annulus, a lack of native annular calcium and severe native leaflet calcification overhanging the valve are likely contributing factors for the valve migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the thv hotline, during a transfemoral tavr procedure, a 26mm sapien xt valve was implanted in a 50:50 aortic/ventricular (a/v) position as intended. After the valve was implanted, the patient¿s native leaflets were observed to be slightly hanging over the valve. The following day, the valve was observed to be in the lvot. A second 29mm sapien xt valve was implanted in a 50:50 a/v position, anchoring the first valve. The patient¿s native annulus was initially measured 499-515 by CT and 505 on echo. The following day, the patient¿s native annulus was re-measured 555 by CT. The patient had severe leaflet calcification and no annular calcification. The valve migration was attributed to under sizing of the valve, a lack of native annular calcium and severe native leaflet calcification overhanging the valve.